Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01133. This report is being submitted as additional information. The referenced outflow graft stenting was reported under medwatch MFR report# 2916596-2017-03284 and the percutaneous coronary intervention (pci) procedure of the outflow graft was reported under medwatch MFR report# 2916596-2018-01637. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 4 years and 1 month. Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A direct correlation between the device and the reported patient's clinical symptoms and elevated pump power could not conclusively determined. Analysis of the submitted log files confirmed transient elevations in pump power. No additional atypical pump parameters were recorded in the log file. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The instructions for use (IFU) for the heartmate ii left ventricular assist system explains that explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document states also that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that elevated pump parameters were observed on (B)(6) 2018. The patient had complaints of increased fatigue, and the lactate dehydrogenase (ldh) was elevated. The patient was on coumadin and plavix. On (B)(6) 2018, it was reported that the patient had complaints of increased fatigue and more shortness of breath on exertion. Additional information received indicated that a transthoracic echocardiography performed on (B)(6) 2018 had shown an ejection fraction of 15-20% with mild to moderate aortic insufficiency and moderate right ventricular dysfunction. A repeat transthoracic echocardiography on (B)(6) 2018 showed an estimated ejection fraction in the range of 10-15%. The aortic valve opened with every beat. The aortic regurgitation was mild to moderate but not continuous. It was reported that the patient's medication (losartan) was discontinued. Treatment with entresto was initiated and subsequently discharged home on the beta-blocker coreg. The patient was reportedly feeling better and continues to be monitored by the vad clinicians.